Manufacturer narrative:
A ge rep evaluated the system and replaced a monitor and power supply. The system operates as intended.

Event description:
The customer reported, the system will not display an image. No pt injury was reported.